Manufacturer narrative:
(B)(4). The product has been requested. It will be investigated upon return and a follow up report will be submitted.

Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings 360 mg/dl and 60 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. Customer reported the following symptoms: vomiting and "symptoms of low glucose", treated with "soda". It should be noted customer "does not know" if he washed his hands or squeezed the site prior to testing.